Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter,the nurse inserted connected the adapter to the handle. Then connected the reload to the adapter, however the jaws began articulation without pressing buttons. The nurse pushed the toggle and tried to turn the jaws to the straight position ,however the jaws would not move. After that, the nurse pressed the buttons several times, removed the reload from the adapter. Replaced by another handle, adapter and reload. The device reacted normally and the procedure was completed with no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device was uploaded and indicated 22 autoclave cycles for the handle. A pmv representative adapter and single-use loading unit (sulu) were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.